Event description:
The following has been reported: "broken - was showing unclamping and error code 24,disassembled the device and found a screw stuck inside making alignment and orientation issues. Taking the screw was bit of a play. Did a functional check. Works fine." Loose screw contributed to internal mechanical issues (potential to affect operation). Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.